Event description:
It was reported that the customer's bg value displayed as "low"; however, specific value was not provided. Customer consumed food to address bg. A pump log review was performed, and it was found that the customer requested and confirmed multiple boluses minutes apart from each leading to the decreased bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.